Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient. Prior to inserting the wds, the pigtail catheter used to help position the was removed from the patient. Upon removal of the pigtail catheter a thrombus was noted. The physician aspirated the was and heparin was administered. The thrombus was resolved, and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. There were no other complications that were reported to have occurred, and the patient has been discharged from the hospital.